Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the drill broke during use.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: disposable drill broke during hip procedure. All parts were safely removed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force on drill. Running drill in reverse. Drill is started/stopped while in bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported the drill broke during use.